Event description:
Event description guidant received information that the implantable lead is oversensing. Impedance and thresholds measurements have increased and a loss of capture has been noted. R-waves have decreased.